Manufacturer narrative:
Complaint evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty capacitor and therapy pca. A good faith effort has been made to determine the root cause of the issue, but no response. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the capacitor and therapy pca required replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is unable to perform its therapy test.